Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to MFR that the physician was experiencing problems using the programming wand. They had to twist the cord around and hold it in a certain way for the device to function. The programming wand has been returned to manufacturer and analysis is underway.